Event description:
It was reported that the pt underwent a pelvic floor repair procedure and a sling procedure on (B) (6) 2008. The pt experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional info was provided.

Manufacturer narrative:
(B) (4). Dyspareunia. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape secur.